Manufacturer narrative:
The patient and device codes were coded by the manufacturer. (B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The other perclose proglide device, referenced is filed under a separate medwatch manufacturer's report reference number.

Event description:
It was reported that suture placement with a proglide device via 6fr sheath was attempted in a common femoral artery using the preclose technique prior to an endovascular aortic repair (evar) procedure. Reportedly, the first proglide device was successfully placed at the 10 o'clock position. A second proglide device was deployed at the 2 o'clock position; however, when removing the proglide device from the anatomy the suture with the knot came out with the proglide device. A third proglide device was used with the same results. The area was dissected and the endoprosthesis was completed, then closing the artery by percutaneous surgery. There was no reported adverse patient sequela. There was no reported clinically significant delay in the entire procedure. It was reported that the physician is trained in the use of the proglide device and established in the preclose technique. No additional information was provided.

Manufacturer narrative:
(B)(4). Visual inspections were performed on the returned device. The reported failure to deploy suture (suture with knot came out with device) was confirmed due to the condition of the returned device. The investigation determined the reported difficulties appear to be related to user technique and/or an interaction with patient anatomy and the subsequent treatment appears to be related to circumstances of the procedure. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.